Event description:
It was reported that the patient experienced pain at the site of the device. To address the issue, the device was explanted on (B)(6) 2024.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.